Manufacturer narrative:
The root cause was believed to be splashes from a reagent probe. The engineer's findings and actions resolved the issue.

Manufacturer narrative:
The country of origin is (B)(6). Unique identifier (UDI) # (B)(4). The previous calibration and qc data were found to be acceptable. The sample volume was checked and found to be slightly low for the tube. It was found that the water levels of the wash stations and the wash unit filling volumes were inadequate. The engineer checked the pump head and found heavy deposits on it. This was cleaned manually and the pressure was adjusted. The investigation is ongoing.

Event description:
The initial reporter complained of questionable gluc3 glucose hk gen.3 results for one (1) patient sample on a cobas 6000 c501 module analyzer. The initial result was 160.6 mg/dl via primary tube and the repeat result was 106.6 mg/dl via hitachi cup. After a decontamination of the system, the same sample was repeated two more times, the results were 103.3 mg/dl via primary tube and 103.1 mg/dl via hitachi cup. No erroneous results were reported outside the laboratory. The reagent lot number was 46207001 and the expiration date was 30-jun-2021.